Event description:
A customer observed false negative hbsag qc results for the positive control fluid on the eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event found the signal reagent dispense probe was not optimized. The field engineer performed several checks and adjustments including replacing the linewire actuator to address the horizontal and dispense position to restore the system to expected operations. The root cause of the event is instrument related.